Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable having a damaged thread on its black lemo connector was confirmed. The returned mpu (serial number (B)(6)) was received and tested at the european distribution center. Upon arrival, the mpu¿s patient cable¿s black lemo connector was observed to be damaged. The mpu was functionally tested and was found to perform as intended, and a test system controller was able to securely lock into the patient cable without issue despite the observed damage. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced mpu was returned to the rental pool after passing all tests per procedure. The root cause of the damage to the mpu¿s patient cable was unable to be conclusively determined through this analysis. Incidental findings: damaged red battery strap. Damaged o-ring within white lemo connector. The heartmate 3 patient handbook (rev c, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev c, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 02may2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu patient cable black and white connector was unusable due to a distorted thread.